Event description:
User experiencing erratic results for sodium and potassium. In 2007, 2 cap survey samples gave discrepant results as follows: sample 1 initial sodium result 88mmol/l, repeated twice, recovered 137 mmol/l and 142 mmol/l; initial potassium result 3.1 mmol/l, repeated twice, recovered 5.0 mmol/l and 5.2 mmol/l. Sample 2 initial sodium result 107 mmol/l, repeated twice , gave results of 153 mmol/l and 151 mmol/l; initial potassium result 3.9 mmol/l, repeated twice, gave results of 5.8 mmol/l each time. Four days later, a patient gave an initial soium result of 108 mmol/l for sodium and 2.8 mmol/l for potassium. The same sample repeated gave result of 146 mmol/l for sodium and 3.8 mmol/l for potassium. The initial result was not reported. The field service representative unable to determine a cause for the discrepancy.